Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin leaked out of the patient line after loading the cartridge onto the pump. Customer performed a cartridge change to resolve the issue. Customer's blood glucose level was 107 mg/dl.